Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design reququirements. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr.'s office.

Event description:
Dr. Reported that an abutment broke in function. Patient is reportedly fine.